Event description:
It was reported that a home patient (hp) observed air bubbles in the patient line while performing automated peritoneal dialysis (apd) therapy using a homechoice (hc) device. The air was noticed during the initial drain. Nothing unusual was noted during troubleshooting for the observed air. A technical service representative (tsr) explained proper procedures and assisted the hp with ending therapy. The hp planned on calling informing their registered nurse of the incident. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for associated lot number h13j04049 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the reported event could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. A batch review will be completed for the associated lot number. Upon completion of the evaluation or if additional information becomes available, a supplemental report will be submitted.